Event description:
It was reported that during an unk procedure, when the surgeon closed the jaw, the device could not be opened. When the surgeon opened the device by hand-press, he found the line in the device was broken. Changed to another one to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results showed that one device arrived opened, with the closing mechanism damaged and fully loaded with staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the closure link was found damaged. Although the closure link is a part of the closing mechanism, when it breaks, the jaws open as the link is the component that keeps the device closed when the closing trigger is closed. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process. Damaged or missing closure link.